Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that before use on a patient, the device could be activated but would not open. No injury resulted or medical intervention required. Inspection of the returned device found that part of the insulation is missing and was not returned.

Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2016. One used (B)(4) ligasure device was received for evaluation and the reported issue of difficulty opening could not be confirmed. Evaluation of the returned device found that the jaws opened and closed normally using the handle. The knife extended and retracted smoothly, as well as cutting with acceptable results. The investigation found the device to function normally and within specifications. Visual inspection of the returned device found that part of the insulation was missing. The site confirmed that this tearing did not occur during the procedure, and likely happened during the return process. Review of the relevant device history records for this lot found no potentially contributing entries for the reported or observed issue, and no trend is associated with this complaint.

Event description:
The customer has also reported that the device was used once and removed from the patient without issue when it could not be opened. The missing insulation is reported to have not been damaged during the procedure, and likely occurred during the return process.